Event description:
It was reported that a pericardial effusion, tamponade and death occurred. The patient underwent a left atrial appendage (laa) closure procedure. There was no pericardial effusion noted during baseline transesophageal echocardiogram (tee). Transseptal puncture was performed and a watchman access system (was) was positioned in the laa with excellent results. However, a pericardial effusion was observed via tee. The effusion was noted to be small and slight, but a successful pericardiocentesis was performed after which the physician decided to proceed with the implant. A 27 mm watchman laa closure device & delivery system (wds) was selected per the tee assessment. The closure device was deployed and passed release criteria. The position was noted to be excellent and the compression was approximately 24%. The effusion was resolved. The patient was transferred to the coronary care unit. Sometime after transfer to the ccu, control tee revealed a moderate to severe pericardial effusion with tamponade. Another pericardiocentesis was performed and the patient was being treated in the ccu; however the patient ultimately expired before transfer to the operating room. It was noted that the patient died 3-4 hours post procedure. The cause of death is unknown.